Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-50 serial #: (B)(4) description: coveredge 32, 50 cm 4x8 surgical lead the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pocket pain when sitting and stated that she cannot feel her stimulation unless she arches her back on a certain position. Fluoroscopy image showed that the lead had slipped down in her epidural space. The patient underwent a revision procedure wherein the ipg and lead was replaced and pocket site was placed on a higher flank. No device malfunction suspected. The patient was doing well postoperatively.